Event description:
It was reported that the respiratory therapist was called to the patient's room. The rn explained that they heard a high-pitched alarm, and then the touchscreen went black, so they removed the patient from the ventilator and began manual ventilation. The ventilator screen then resumed and displayed the message ¿unit restarted. Check settings. Check apps.¿ there was no harm to the patient, who was placed on another nkv-550 ventilator. The debug logs confirmed a momentary cpu reset, and ventilation resumed within 18 seconds at the previous set settings.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.